Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had bent cannula and mentioned during troubleshooting that they experienced high blood glucose level of 400mg/dl. Customer declined troubleshooting for high readings. Customer was advised to change infusion set for bent cannula. The product will not be returned for analysis.